Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured january 14, 2014 to january 15, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed that the housing was malformed. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing of a large volume intermate was malformed, and that the panel walls appeared to be ¿collapsed.¿ this was noted after filling the device with antibiotic. There was no patient involvement. No additional information is available.